Event description:
Nursing assistant transferred resident from bed to wheelchair. Wheelchair was locked. As resident put hand on arm rest to ease into the chair, chair moved due to left brake not holding. Chair swivelled and leg rest struck resident's left leg, causing fracture and subsequent surgery.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: sterilization. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, inserviced by other facility staff. The device was not destroyed/disposed of.